Event description:
Patient was revised due to fracture of the device in vivo on screw hole level.

Manufacturer narrative:
Visual examination of the returned product confirms the reported fracture. The exact root cause could not be determined. The investigation could not verify or indentify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.